Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 431mg/dl. The customer's most current level was 362mg/dl. The customer states they treated with pump and manual injections. The customer believes the pump was not working. The customer declined to troubleshoot for the highs. The customer was advised replacement infusion set would be sent.